Event description:
Allergan aesthetics received a report of a patient treated submental area on (B)(6) 2019 with coolsculpting coolmini developed paradoxical hyperplasia (pah/ph). Diagnosed on (B)(6) 2023 with paradoxical adipose hyperplasia (pah) by medical professional.

Event description:
A patient reported to abbvie that they received a coolsculpting treatment to the submental using the coolmini applicator on (B)(6) 2019 and presented with ph post treatment. The patient was diagnosed with paradoxical hyperplasia (ph) to the submental on (B)(6) 2021.

Manufacturer narrative:
Additional information: e1 and concomitant products.

Manufacturer narrative:
Corrected data: b3, d1.

Event description:
A patient reported to abbvie that they received a coolsculpting treatment to the submental using the coolmini applicator on (B)(6) 2019 and presented with ph post treatment. The patient was diagnosed with paradoxical hyperplasia (ph) to the submental on (B)(6) 2021.

Manufacturer narrative:
The following information is in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Investigation is ongoing.

Event description:
Allergan received a report of a patient who was treated with coolsculpting to the submental area and has been diagnosed with paradoxical hyperplasia. The treatment area is hardened and enlarged.